Event description:
It was reported that the right ventricular (rv) lead was exhibiting high threshold and non-capture in bipolar pacing mode. High impedance was also observed, possibly due to fracture. It was noted that the patient had become presyncopal with activity. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).